Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed that the insulation directly next to the df4 connector pin was found damaged, which is assumed to be the root cause of the observed oversensing and low pacing impedance. Based on the characteristics of the damage mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress. Subsequent analysis showed coagulated blood in the lumen of the lead. These blood residuals were most likely introduced by means of the stylet used during the surgery. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
An alert for low pacing impedance and noise was recorded on the rv channel on (B)(6) 2021. The lead and device were explanted.